Event description:
Depuy biolox delta ts rev articul/eze with ceramic femoral head size of 40 mm and +1.5 offset was opened to fit a 12/14 taper femoral stem. The device would not fit the femoral stem. Stickers on the outside and inside of the box stated both components were 12/14 taper. This head was not used on this patient. Another femoral head articul/ex m-spec was opened with a 40mm femoral head size and +1.5 offset 12/14 taper, which fit the femoral stem.